Event description:
The company was informed that the patient was prescribed antibiotics (type unknown) for pain at the implant site. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.